Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n328015, implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain. On (B)(6) 2015, the patient experienced a shocking sensation above the pump site. The sensation was felt for a "couple of seconds" and she felt it 5-6 times earlier on the morning of this report and the same thing again about an hour later. The patient was to follow up with the healthcare provider (hcp). She had called the doctor's office, but had not been able to reach anyone. The cause of the event, interventions taken, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.